Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy / cutaneous allergy to nickel"), salpingitis ("salpingitis with hydrosalpinx / bilateral hydrosalpinx"), hydrosalpinx ("salpingitis with hydrosalpinx / bilateral hydrosalpinx"), metrorrhagia ("hemorrhages/ hemorrhagic metropathy"), device breakage ("essure remains intramyometrial /essure broke up"), embedded device ("essure remains intramyometrial /essure broke up"), pelvic pain ("pelvic pain") and genital haemorrhage ("bleedings with clots") in a (B)(6) -year-old female patient who had essure (batch no. 645013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic headaches and drug abuse. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced procedural pain ("pain during essure insertion"). In (B)(6) 2015, the patient experienced discomfort ("discomfort") and depression ("depression / depressive disorder") with apathy, appetite disorder, palpitations, suffocation feeling and restlessness. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus generalised, salpingitis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), metrorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), pain ("strong pain"), dysmenorrhoea ("unbearable menstruations due to pain"), genital haemorrhage (seriousness criterion medically significant), fatigue ("chronic tiredness"), nausea ("nausea"), pain in extremity ("leg pain"), diarrhoea ("continuous diarrhea"), abdominal discomfort ("abdominal discomfort"), myalgia ("generalized myalgia / pain in muscles"), fibromyalgia ("fibromyalgia"), reproductive tract disorder ("gynecological problems"), spinal osteoarthritis ("degenerative changes in "facetary" joints l5-s1") with back pain, mixed anxiety and depressive disorder ("mixed anxiety depressive disorder") with mood altered, insomnia and anxiety, arthralgia ("pain in joints"), asthenia ("asthenia"), osteoarthritis ("osteoarthritis syndrome"), haemorrhagic ovarian cyst ("hemorrhagic cyst of functional type in right ovary"), adenomyosis ("myometrium with adenomyosis"), uterine leiomyoma ("leiomyoma") and complication of device removal ("essure remains intramyometrial /essure broke up"). The patient was treated with surgery (laparoscopy for salpingostomy, 1 cm of both horns and essure devices extracted in (B)(6) 2015), surgery (subtotal hysterectomy - laparoscopy and bilateral salpingectomy in (B)(6) 2016) and surgery (subtotal hysterectomy - laparoscopy and bilateral salpingectomy in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, salpingitis, hydrosalpinx, metrorrhagia, device breakage, embedded device, pelvic pain, procedural pain, pain, dysmenorrhoea, genital haemorrhage, fatigue, nausea, pain in extremity, diarrhoea, abdominal discomfort, discomfort, myalgia, fibromyalgia, reproductive tract disorder, depression, spinal osteoarthritis, mixed anxiety and depressive disorder, arthralgia, asthenia, osteoarthritis, haemorrhagic ovarian cyst, adenomyosis, uterine leiomyoma and complication of device removal outcome was unknown. The reporter considered abdominal discomfort, adenomyosis, allergy to metals, arthralgia, asthenia, complication of device removal, depression, device breakage, diarrhoea, discomfort, dysmenorrhoea, embedded device, fatigue, fibromyalgia, genital haemorrhage, haemorrhagic ovarian cyst, hydrosalpinx, metrorrhagia, mixed anxiety and depressive disorder, myalgia, nausea, osteoarthritis, pain, pain in extremity, pelvic pain, procedural pain, reproductive tract disorder, salpingitis, spinal osteoarthritis and uterine leiomyoma to be related to essure. The reporter commented: insertion details: lithotomy position. Both essures were placed in ostium of fallopian tubes with no incidences. Removal details: (B)(6) 2015 laparoscopy for salpingostomy was performed 1 cm of both uterine horns and essure devices were extracted without complications. Posterior electrocoagulation was performed in salpingostomy area. (B)(6) 2016 she underwent a new procedure to remove the piece of essure. Uterus and fallopian tubes were removed by subtotal hysterectomy ¿ laparoscopy and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: did not show significant findings; in (B)(6) 2011: everything was fine allergy test - on an unknown date: positive for nickel. Hysteroscopy - on (B)(6) 2011: normal endocervical canal. On (B)(6) 2016 biopsy was performed after the hysterectomy and salpingectomy and it was reported: fragments of uterus with part of a diu, myometrium with adenomyosis, advanced secretory endometrium and leiomyoma. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis contact ('nickel allergy / cutaneous allergy to nickel'), salpingitis ('salpingitis with hydrosalpinx / bilateral hydrosalpinx'), hydrosalpinx ('salpingitis with hydrosalpinx / bilateral hydrosalpinx'), metrorrhagia ('hemorrhages/ hemorrhagic metropathy'), device breakage ('essure remains intramyometrial /essure broke up') and embedded device ('essure remains intramyometrial /essure broke up') in a 36-year-old female patient who had essure (batch no. 645013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic headaches and analgesic abuse. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("pain during essure insertion"). In (B)(6) 2015, the patient experienced discomfort ("discomfort") and depression ("depression / depressive disorder") with apathy, appetite disorder, palpitations, suffocation feeling, restlessness and depressed mood. On an unknown date, the patient experienced dermatitis contact (seriousness criteria medically significant and intervention required) with pruritus, salpingitis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), metrorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), pain ("strong pain"), dysmenorrhoea ("unbearable menstruations due to pain"), genital haemorrhage ("bleedings with clots"), fatigue ("chronic tiredness"), nausea ("nausea"), pain in extremity ("leg pain"), diarrhoea ("continuous diarrhea"), abdominal discomfort ("abdominal discomfort"), myalgia ("generalized myalgia / pain in muscles"), fibromyalgia ("fibromyalgia"), reproductive tract disorder ("gynecological problems"), spinal osteoarthritis ("degenerative changes in facetary joints l5-s1") with back pain, mixed anxiety and depressive disorder ("mixed anxiety depressive disorder") with mood altered, insomnia and anxiety, arthralgia ("pain in joints"), asthenia ("asthenia"), osteoarthritis ("osteoarthritis syndrome"), haemorrhagic ovarian cyst ("hemorrhagic cyst of functional type in right ovary"), adenomyosis ("myometrium with adenomyosis") and complication of device removal ("essure remains intramyometrial /essure broke up") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (laparoscopy for salpingostomy, 1 cm of both horns and essure devices extracted in (B)(6) 2015 and subtotal hysterectomy - laparoscopy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the dermatitis contact, salpingitis, hydrosalpinx, metrorrhagia, device breakage, embedded device, pelvic pain, procedural pain, pain, dysmenorrhoea, genital haemorrhage, fatigue, nausea, pain in extremity, diarrhoea, abdominal discomfort, discomfort, myalgia, fibromyalgia, reproductive tract disorder, depression, spinal osteoarthritis, mixed anxiety and depressive disorder, arthralgia, asthenia, osteoarthritis, haemorrhagic ovarian cyst, adenomyosis, leiomyoma and complication of device removal outcome was unknown. The reporter considered abdominal discomfort, adenomyosis, arthralgia, asthenia, complication of device removal, depression, dermatitis contact, device breakage, diarrhoea, discomfort, dysmenorrhoea, embedded device, fatigue, fibromyalgia, genital haemorrhage, haemorrhagic ovarian cyst, hydrosalpinx, leiomyoma, metrorrhagia, mixed anxiety and depressive disorder, myalgia, nausea, osteoarthritis, pain, pain in extremity, pelvic pain, procedural pain, reproductive tract disorder, salpingitis and spinal osteoarthritis to be related to essure. The reporter commented: insertion details: lithotomy position. Both essures were placed in ostium of fallopian tubes with no incidences. Removal details: (B)(6) 2015 laparoscopy for salpingostomy was performed 1 cm of both uterine horns and essure devices were extracted without complications. Posterior electrocoagulation was performed in salpingostomy area. (B)(6) 2016 she underwent a new procedure to remove the piece of essure. Uterus and falopian tubes were removed by subtotal hysterectomy - laparoscopy and bilateral salpingectomy. A lawyer with a summary case report (including this patient's events) requested a compensation for every patient for damages (chronic pelvic pain, abnormal uterine bleedings, dyspareunia (pain during sexual intercourse); important fluid retention in abdomen, chronic systemic reactions or immune responses to metal to the pet fibers imitating the symptoms and signs of rash; lupus, dementia, rheumatoid arthritis, syndrome of chronic fatigue; syndrome of sjogren and loss of sexual desire; hair loss, failure of device (correct implantation), leading to ectopic pregnancies, delivery with dead baby, induced abortions, early rupture of membranes, early delivery and fetal deaths; migration or expulsion of device, cavities, rupture of dental pieces, loos of teeth, endometriosis) diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2011: everything was fine; on (B)(6) 2015: did not show significant findings. Allergy test - on an unknown date: positive for nickel. Biopsy uterus - on (B)(6) 2016: biopsy after hysterectomy and salpingectomy: fragments of uterus with part of a diu, myometrium with adenomyosis, advanced secretory endometrium and leiomyoma. Hysteroscopy - on (B)(6) 2011: normal endocervical canal. Lot number:645013 manufacturing date:2009/05 expiration date:2012/05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis contact ('nickel allergy / cutaneous allergy to nickel'), salpingitis ('salpingitis with hydrosalpinx / bilateral hydrosalpinx'), hydrosalpinx ('salpingitis with hydrosalpinx / bilateral hydrosalpinx'), metrorrhagia ('hemorrhages/ hemorrhagic metropathy'), device breakage ('essure remains intramyometrial /essure broke up') and embedded device ('essure remains intramyometrial /essure broke up') in a 36-year-old female patient who had essure (batch no. 645013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic headaches and analgesic abuse. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("pain during essure insertion"). In (B)(6) 2015, the patient experienced discomfort ("discomfort") and depression ("depression / depressive disorder") with apathy, appetite disorder, palpitations, suffocation feeling, restlessness and depressed mood. On an unknown date, the patient experienced dermatitis contact (seriousness criteria medically significant and intervention required) with pruritus, salpingitis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), metrorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), pelvic pain ("pelvic pain"), pain ("strong pain"), dysmenorrhoea ("unbearable menstruations due to pain"), genital haemorrhage ("bleedings with clots"), fatigue ("chronic tiredness"), nausea ("nausea"), pain in extremity ("leg pain"), diarrhoea ("continuous diarrhea"), abdominal discomfort ("abdominal discomfort"), myalgia ("generalized myalgia / pain in muscles"), fibromyalgia ("fibromyalgia"), reproductive tract disorder ("gynecological problems"), spinal osteoarthritis ("degenerative changes in facetary joints l5-s1") with back pain, mixed anxiety and depressive disorder ("mixed anxiety depressive disorder") with mood altered, insomnia and anxiety, arthralgia ("pain in joints"), asthenia ("asthenia"), osteoarthritis ("osteoarthritis syndrome"), haemorrhagic ovarian cyst ("hemorrhagic cyst of functional type in right ovary"), adenomyosis ("myometrium with adenomyosis") and complication of device removal ("essure remains intramyometrial /essure broke up") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (laparoscopy for salpingostomy, 1 cm of both horns and essure devices extracted in (v)(6) 2015 and subtotal hysterectomy laparoscopy and bilateral salpingectomy in (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the dermatitis contact, salpingitis, hydrosalpinx, metrorrhagia, device breakage, embedded device, pelvic pain, procedural pain, pain, dysmenorrhoea, genital haemorrhage, fatigue, nausea, pain in extremity, diarrhoea, abdominal discomfort, discomfort, myalgia, fibromyalgia, reproductive tract disorder, depression, spinal osteoarthritis, mixed anxiety and depressive disorder, arthralgia, asthenia, osteoarthritis, haemorrhagic ovarian cyst, adenomyosis, leiomyoma and complication of device removal outcome was unknown. The reporter considered abdominal discomfort, adenomyosis, arthralgia, asthenia, complication of device removal, depression, dermatitis contact, device breakage, diarrhoea, discomfort, dysmenorrhoea, embedded device, fatigue, fibromyalgia, genital haemorrhage, haemorrhagic ovarian cyst, hydrosalpinx, leiomyoma, metrorrhagia, mixed anxiety and depressive disorder, myalgia, nausea, osteoarthritis, pain, pain in extremity, pelvic pain, procedural pain, reproductive tract disorder, salpingitis and spinal osteoarthritis to be related to essure. No further causality assessment were provided for the product. The reporter commented: insertion details: lithotomy position. Both essures were placed in ostium of fallopian tubes with no incidences. Removal details: (B)(6) 2015 laparoscopy for salpingostomy was performed 1 cm of both uterine horns and essure devices were extracted without complications. Posterior electrocoagulation was performed in salpingostomy area. (B)(6) 2016 she underwent a new procedure to remove the piece of essure. Uterus and fallopian tubes were removed by subtotal hysterectomy laparoscopy and bilateral salpingectomy. A lawyer with a summary case report (including this patient's events) requested a compensation for every patient for damages (chronic pelvic pain, abnormal uterine bleedings, dyspareunia (pain during sexual intercourse); important fluid retention in abdomen, chronic systemic reactions or immune responses to metal to the pet fibers imitating the symptoms and signs of rash; lupus, dementia, rheumatoid arthritis, syndrome of chronic fatigue; syndrome of sjogren and loss of sexual desire; hair loss, failure of device (correct implantation), leading to ectopic pregnancies, delivery with dead baby, induced abortions, early rupture of membranes, early delivery and fetal deaths; migration or expulsion of device, cavities, rupture of dental pieces, loos of teeth, endometriosis) diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray in (B)(6) 2011: results: everything was fine; on (B)(6) 2015: results: did not show significant findings. Allergy test on an unknown date: results: positive for nickel. Biopsy uterus on (B)(6) 2016: biopsy was performed after the hysterectomy and salpingectomy and it was reported: fragments of uterus with part of a diu, myometrium with adenomyosis, advanced secretory endometrium and leiomyoma. Hysteroscopy on (B)(6) 2011: results: normal endocervical canal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: extension of expected date of next report for ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis contact ('nickel allergy / cutaneous allergy to nickel'), salpingitis ('salpingitis with hydrosalpinx / bilateral hydrosalpinx'), hydrosalpinx ('salpingitis with hydrosalpinx / bilateral hydrosalpinx'), metrorrhagia ('hemorrhages/ hemorrhagic metropathy'), device breakage ('essure remains intramyometrial /essure broke up') and embedded device ('essure remains intramyometrial /essure broke up') in a 36-year-old female patient who had essure (batch no. 645013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic headaches and analgesic abuse. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("pain during essure insertion"). In (B)(6) 2015, the patient experienced discomfort ("discomfort") and depression ("depression / depressive disorder") with apathy, appetite disorder, palpitations, suffocation feeling, restlessness and depressed mood. On an unknown date, the patient experienced dermatitis contact (seriousness criteria medically significant and intervention required) with pruritus, salpingitis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), metrorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), pain ("strong pain"), dysmenorrhoea ("unbearable menstruations due to pain"), genital haemorrhage ("bleedings with clots"), fatigue ("chronic tiredness"), nausea ("nausea"), pain in extremity ("leg pain"), diarrhoea ("continuous diarrhea"), abdominal discomfort ("abdominal discomfort"), myalgia ("generalized myalgia / pain in muscles"), fibromyalgia ("fibromyalgia"), reproductive tract disorder ("gynecological problems"), spinal osteoarthritis ("degenerative changes in facetary joints l5-s1") with back pain, mixed anxiety and depressive disorder ("mixed anxiety depressive disorder") with mood altered, insomnia and anxiety, arthralgia ("pain in joints"), asthenia ("asthenia"), osteoarthritis ("osteoarthritis syndrome"), haemorrhagic ovarian cyst ("hemorrhagic cyst of functional type in right ovary"), adenomyosis ("myometrium with adenomyosis") and complication of device removal ("essure remains intramyometrial /essure broke up") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (laparoscopy for salpingostomy, 1 cm of both horns and essure devices extracted in (B)(6) 2015 and subtotal hysterectomy - laparoscopy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the dermatitis contact, salpingitis, hydrosalpinx, metrorrhagia, device breakage, embedded device, pelvic pain, procedural pain, pain, dysmenorrhoea, genital haemorrhage, fatigue, nausea, pain in extremity, diarrhoea, abdominal discomfort, discomfort, myalgia, fibromyalgia, reproductive tract disorder, depression, spinal osteoarthritis, mixed anxiety and depressive disorder, arthralgia, asthenia, osteoarthritis, haemorrhagic ovarian cyst, adenomyosis, leiomyoma and complication of device removal outcome was unknown. The reporter considered abdominal discomfort, adenomyosis, arthralgia, asthenia, complication of device removal, depression, dermatitis contact, device breakage, diarrhoea, discomfort, dysmenorrhoea, embedded device, fatigue, fibromyalgia, genital haemorrhage, haemorrhagic ovarian cyst, hydrosalpinx, leiomyoma, metrorrhagia, mixed anxiety and depressive disorder, myalgia, nausea, osteoarthritis, pain, pain in extremity, pelvic pain, procedural pain, reproductive tract disorder, salpingitis and spinal osteoarthritis to be related to essure. The reporter commented: insertion details: lithotomy position. Both essures were placed in ostium of fallopian tubes with no incidences. Removal details: (B)(6) 2015 laparoscopy for salpingostomy was performed 1 cm of both uterine horns and essure devices were extracted without complications. Posterior electrocoagulation was performed in salpingostomy area. (B)(6) 2016 she underwent a new procedure to remove the piece of essure. Uterus and fallopian tubes were removed by subtotal hysterectomy - laparoscopy and bilateral salpingectomy. A lawyer with a summary case report (including this patient's events) requested a compensation for every patient for damages (chronic pelvic pain, abnormal uterine bleedings, dyspareunia (pain during sexual intercourse); important fluid retention in abdomen, chronic systemic reactions or immune responses to metal to the pet fibers imitating the symptoms and signs of rash; lupus, dementia, rheumatoid arthritis, syndrome of chronic fatigue; syndrome of sjogren and loss of sexual desire; hair loss, failure of device (correct implantation), leading to ectopic pregnancies, delivery with dead baby, induced abortions, early rupture of membranes, early delivery and fetal deaths; migration or expulsion of device, cavities, rupture of dental pieces, loos of teeth, endometriosis). Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2011: everything was fine; on (B)(6) 2015: did not show significant findings. Allergy test - on an unknown date: positive for nickel. Biopsy uterus - on (B)(6) 2016: biopsy after hysterectomy and salpingectomy: fragments of uterus with part of a diu, myometrium with adenomyosis, advanced secretory endometrium and leiomyoma. Hysteroscopy - on (B)(6) 2011: normal endocervical canal. Lot number:645013, manufacturing date: 2009/05, expiration date: 2012/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: updated quality safety evaluation of ptc. On 28-jul-2020: no new clinical information. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis contact ('nickel allergy / cutaneous allergy to nickel'), salpingitis ('salpingitis with hydrosalpinx / bilateral hydrosalpinx'), hydrosalpinx ('salpingitis with hydrosalpinx / bilateral hydrosalpinx'), metrorrhagia ('hemorrhages/ hemorrhagic metropathy'), device breakage ('essure remains intramyometrial /essure broke up') and embedded device ('essure remains intramyometrial /essure broke up') in a 36-year-old female patient who had essure (batch no. 645013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic headaches and analgesic abuse. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("pain during essure insertion"). In (B)(6) 2015, the patient experienced discomfort ("discomfort") and depression ("depression / depressive disorder") with apathy, appetite disorder, palpitations, suffocation feeling, restlessness and depressed mood. On an unknown date, the patient experienced dermatitis contact (seriousness criteria medically significant and intervention required) with pruritus, salpingitis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), metrorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), pain ("strong pain"), dysmenorrhoea ("unbearable menstruations due to pain"), genital haemorrhage ("bleedings with clots"), fatigue ("chronic tiredness"), nausea ("nausea"), pain in extremity ("leg pain"), diarrhoea ("continuous diarrhea"), abdominal discomfort ("abdominal discomfort"), myalgia ("generalized myalgia / pain in muscles"), fibromyalgia ("fibromyalgia"), reproductive tract disorder ("gynecological problems"), spinal osteoarthritis ("degenerative changes in facetary joints l5-s1") with back pain, mixed anxiety and depressive disorder ("mixed anxiety depressive disorder") with mood altered, insomnia and anxiety, arthralgia ("pain in joints"), asthenia ("asthenia"), osteoarthritis ("osteoarthritis syndrome"), haemorrhagic ovarian cyst ("hemorrhagic cyst of functional type in right ovary"), adenomyosis ("myometrium with adenomyosis") and complication of device removal ("essure remains intramyometrial /essure broke up") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (laparoscopy for salpingostomy, 1 cm of both horns and essure devices extracted in (B)(6) 2015 and subtotal hysterectomy - laparoscopy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the dermatitis contact, salpingitis, hydrosalpinx, metrorrhagia, device breakage, embedded device, pelvic pain, procedural pain, pain, dysmenorrhoea, genital haemorrhage, fatigue, nausea, pain in extremity, diarrhoea, abdominal discomfort, discomfort, myalgia, fibromyalgia, reproductive tract disorder, depression, spinal osteoarthritis, mixed anxiety and depressive disorder, arthralgia, asthenia, osteoarthritis, haemorrhagic ovarian cyst, adenomyosis, leiomyoma and complication of device removal outcome was unknown. The reporter considered abdominal discomfort, adenomyosis, arthralgia, asthenia, complication of device removal, depression, dermatitis contact, device breakage, diarrhoea, discomfort, dysmenorrhoea, embedded device, fatigue, fibromyalgia, genital haemorrhage, haemorrhagic ovarian cyst, hydrosalpinx, leiomyoma, metrorrhagia, mixed anxiety and depressive disorder, myalgia, nausea, osteoarthritis, pain, pain in extremity, pelvic pain, procedural pain, reproductive tract disorder, salpingitis and spinal osteoarthritis to be related to essure. No further causality assessment were provided for the product. The reporter commented: insertion details: lithotomy position. Both essures were placed in ostium of fallopian tubes with no incidences. Removal details: (B)(6) 2015 laparoscopy for salpingostomy was performed 1 cm of both uterine horns and essure devices were extracted without complications. Posterior electrocoagulation was performed in salpingostomy area. (B)(6) 2016 she underwent a new procedure to remove the piece of essure. Uterus and falopian tubes were removed by subtotal hysterectomy - laparoscopy and bilateral salpingectomy. A lawyer with a summary case report (including this patient's events) requested a compensation for every patient for damages (chronic pelvic pain, abnormal uterine bleedings, dyspareunia (pain during sexual intercourse); important fluid retention in abdomen, chronic systemic reactions or immune responses to metal to the pet fibers imitating the symptoms and signs of rash; lupus, dementia, rheumatoid arthritis, syndrome of chronic fatigue; syndrome of sjogren and loss of sexual desire; hair loss, failure of device (correct implantation), leading to ectopic pregnancies, delivery with dead baby, induced abortions, early rupture of membranes, early delivery and fetal deaths; migration or expulsion of device, cavities, rupture of dental pieces, loos of teeth, endometriosis) diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2011: everything was fine; on (B)(6) 2015: did not show significant findings. Allergy test - on an unknown date: positive for nickel. Biopsy uterus - on (B)(6) 2016: biopsy after hysterectomy and salpingectomy: fragments of uterus with part of a diu, myometrium with adenomyosis, advanced secretory endometrium and leiomyoma. Hysteroscopy - on (B)(6) 2011: normal endocervical canal. Lot number:645013 manufacturing date:2009/05 expiration date:2012/05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis contact ('nickel allergy / cutaneous allergy to nickel'), device breakage ('essure remains intramyometrial / one essure broke up'), embedded device ('essure remains intramyometrial / one essure broke up'), salpingitis ('salpingitis with bilateral hydrosalpinx') and intermenstrual bleeding ('hemorrhages/ hemorrhagic metropathy') in a 36-year-old female patient who had essure (batch no. 645013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concurrent conditions included chronic headaches (due to abuse of analgesics) and analgesic abuse. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("pain during essure insertion"). In (B)(6) 2015, the patient experienced pelvic discomfort ("discomfort"). In (B)(6) 2015, the patient experienced device breakage (seriousness criterion intervention required). On an unknown date, the patient experienced dermatitis contact (seriousness criterion intervention required) with pruritus, embedded device (seriousness criterion intervention required), salpingitis (seriousness criterion intervention required) with hydrosalpinx, intermenstrual bleeding (seriousness criterion intervention required), pelvic pain ("pelvic pain/ strong pain"), heavy menstrual bleeding ("period bleedings with clots"), dysmenorrhoea ("unbearable menstruations due to pain"), abdominal discomfort ("abdominal discomfort"), back pain ("lumbar pain"), adenomyosis ("myometrium with adenomyosis"), haemorrhagic ovarian cyst ("hemorrhagic cyst of functional type in right ovary"), fatigue ("chronic tiredness"), nausea ("nausea"), pain in extremity ("leg pain"), diarrhoea ("continuous diarrhea"), myalgia ("generalized myalgia / pain in muscles"), fibromyalgia ("fibromyalgia"), arthralgia ("pain in joints"), spinal osteoarthritis ("degenerative changes in facetary joints l5-s1") with back pain, asthenia ("asthenia"), osteoarthritis ("osteoarthritis syndrome"), mixed anxiety and depressive disorder ("mixed anxiety depressive disorder") with insomnia, apathy, appetite disorder, palpitations, suffocation feeling, restlessness, anxiety, depression, depressed mood, mood altered and mood swings and complication of device removal ("essure remains intramyometrial /essure broke up") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (laparoscopy for salpingostomy, 1 cm of both horns and essure devices extracted on (B)(6) 2015 and subtotal hysterectomy - laparoscopy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the dermatitis contact, device breakage, embedded device, salpingitis, intermenstrual bleeding, pelvic pain, heavy menstrual bleeding, dysmenorrhoea, abdominal discomfort, pelvic discomfort, back pain, adenomyosis, leiomyoma, fatigue, nausea, pain in extremity, diarrhoea, myalgia, fibromyalgia, arthralgia, asthenia, osteoarthritis, mixed anxiety and depressive disorder and complication of device removal was resolving, the procedural pain had resolved and the haemorrhagic ovarian cyst and spinal osteoarthritis outcome was unknown. The reporter considered abdominal discomfort, adenomyosis, arthralgia, asthenia, back pain, complication of device removal, dermatitis contact, device breakage, diarrhoea, dysmenorrhoea, embedded device, fatigue, fibromyalgia, haemorrhagic ovarian cyst, heavy menstrual bleeding, intermenstrual bleeding, leiomyoma, mixed anxiety and depressive disorder, myalgia, nausea, osteoarthritis, pain in extremity, pelvic discomfort, pelvic pain, procedural pain, salpingitis and spinal osteoarthritis to be related to essure. The reporter commented: both essures were placed in ostium of fallopian tubes with no incidences. Consumer reported on (B)(6) 2017: I visited a neurologist, a rheumatologist, a gynaecologist, and a psychiatrist until one day all my symptoms were attributed to the essure and they told me that there were many women going through the same. Essure was removed under anaesthesia on (B)(6) 2015. I was feeling very poorly but after a short time I started to feel better. When I got my first period after the surgery, I knew that fragments or remains of the essure were still left because I continued to experience heavy bleeding. A test confirmed that I still had fragments of the essure in me. This means that one of the essures was broken. On (B)(6) 2016, I underwent surgery so that the surgeons could remove the pieces of the essure that were still inside my body. They removed my uterus and my fallopian tubes. Today, I am very happy that I underwent surgery, and I am feeling much better diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2011: everything was fine 3 months after insertion; on (B)(6) 2015: did not show significant findings. Allergy test - in 2015: positive for nickel. Hysteroscopy - on (B)(6) 2011: insertion details: lithotomy position. Normal endocervical canal. Both essures were placed in ostium of fallopian tubes with no incidences. Laparoscopy - on (B)(6) 2015: 1 cm of both uterine horns and essure devices were extracted without complications. Posterior electrocoagulation was performed in salpingostomy area. Pathology test - on (B)(6) 2016: after hysterectomy and salpingectomy - conclusion on (B)(6) 2016: fragments of uterus with part of a device, essure fragments, myometrium with adenomyosis, advanced secretory endometrium and leiomyoma. Lot number:645013, manufacturing date:2009/05, expiration date:2012/05 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-mar-2020: plaintiff report via health service. History included parity 3. Events were added: itching, lumbar pain, mood swings. Event genital hemorrhage was changed to heavy menstrual bleeding. Comment added: I visited a neurologist, a rheumatologist, a gynaecologist, and a psychiatrist until one day all my symptoms were attributed to the essure and they told me that there were many women going through the same. Essure was removed under anaesthesia in (B)(6) 2015. I was feeling very poorly but after a short time I started to feel better. When I got my first period after the surgery, I knew that fragments or remains of the essure were still left because I continued to experience heavy bleeding. A test confirmed that I still had fragments of the essure in me. This means that one of the essures was broken. On (B)(6) 2016, I underwent surgery so that the surgeons could remove the pieces of the essure that were still inside my body. They removed my uterus and my fallopian tubes. Today, I am very happy that I underwent surgery, and I am feeling much better. On 14-may-2021: no new information. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure remains intramyometrial/ organ tearing'), device breakage ('one essure broke up / travelling parts of the broken product inside the body'), dermatitis contact ('nickel allergy / cutaneous allergy to nickel'), abdominal pain ('serious abdominal pain') and salpingitis ('salpingitis with bilateral hydrosalpinx') in a 36-year-old female patient who had essure (batch no. 645013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concurrent conditions included chronic headaches (due to abuse of analgesics) and analgesic abuse. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("pain during essure insertion"). In (B)(6) 2015, the patient experienced pelvic discomfort ("discomfort"). In (B)(6) 2015, the patient experienced device breakage (seriousness criterion intervention required). On an unknown date, the patient experienced embedded device (seriousness criterion intervention required), dermatitis contact (seriousness criterion intervention required) with hypersensitivity and pruritus, abdominal pain (seriousness criterion medically significant), salpingitis (seriousness criterion intervention required) with hydrosalpinx, pelvic pain ("pelvic pain/ strong pain"), heavy menstrual bleeding ("period bleedings with clots"), intermenstrual bleeding ("hemorrhages/ hemorrhagic metropathy"), dysmenorrhoea ("unbearable menstruations due to pain"), abdominal discomfort ("abdominal discomfort"), back pain ("lumbar pain"), adenomyosis ("myometrium with adenomyosis"), haemorrhagic ovarian cyst ("hemorrhagic cyst of functional type in right ovary"), fatigue ("chronic tiredness"), nausea ("nausea"), pain in extremity ("leg pain"), diarrhoea ("continuous diarrhea"), myalgia ("generalized myalgia / pain in muscles"), fibromyalgia ("fibromyalgia"), arthralgia ("pain in joints"), spinal osteoarthritis ("degenerative changes in facetary joints l5-s1") with back pain, asthenia ("asthenia"), osteoarthritis ("osteoarthritis syndrome"), mixed anxiety and depressive disorder ("mixed anxiety depressive disorder") with insomnia, apathy, appetite disorder, palpitations, suffocation feeling, restlessness, anxiety, depression, depressed mood, mood altered, mood swings and mental disorder and complication of device removal ("essure remains intramyometrial /essure broke up") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (laparoscopy for salpingostomy, 1 cm of both horns and essure devices extracted on (B)(6) 2015 and subtotal hysterectomy - laparoscopy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, dermatitis contact, salpingitis, pelvic pain, heavy menstrual bleeding, intermenstrual bleeding, dysmenorrhoea, abdominal discomfort, pelvic discomfort, back pain, adenomyosis, leiomyoma, fatigue, nausea, pain in extremity, diarrhoea, myalgia, fibromyalgia, arthralgia, asthenia, osteoarthritis, mixed anxiety and depressive disorder and complication of device removal was resolving, the abdominal pain, haemorrhagic ovarian cyst and spinal osteoarthritis outcome was unknown and the procedural pain had resolved. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, arthralgia, asthenia, back pain, complication of device removal, dermatitis contact, device breakage, diarrhoea, dysmenorrhoea, embedded device, fatigue, fibromyalgia, haemorrhagic ovarian cyst, heavy menstrual bleeding, intermenstrual bleeding, leiomyoma, mixed anxiety and depressive disorder, myalgia, nausea, osteoarthritis, pain in extremity, pelvic discomfort, pelvic pain, procedural pain, salpingitis and spinal osteoarthritis to be related to essure. The reporter commented: both essures were placed in ostium of fallopian tubes with no incidences. Consumer reported on (B)(6) 2017: I visited a neurologist, a rheumatologist, a gynaecologist, and a psychiatrist until one day all my symptoms were attributed to the essure and they told me that there were many women going through the same. Essure was removed under anaesthesia on (B)(6) 2015. I was feeling very poorly but after a short time I started to feel better. When I got my first period after the surgery, I knew that fragments or remains of the essure were still left because I continued to experience heavy bleeding. A test confirmed that I still had fragments of the essure in me. This means that one of the essures was broken. On (B)(6) 2016, I underwent surgery so that the surgeons could remove the pieces of the essure that were still inside my body. They removed my uterus and my fallopian tubes. Today, I am very happy that I underwent surgery, and I am feeling much better diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2011: everything was fine 3 months after insertion; on (B)(6) 2015: did not show significant findings. Allergy test - in 2015: positive for nickel. Hysteroscopy - on (B)(6) 2011: insertion details: lithotomy position. Normal endocervical canal. Both essures were placed in ostium of fallopian tubes with no incidences. Laparoscopy - on (B)(6) 2015: 1 cm of both uterine horns and essure devices were extracted without complications. Posterior electrocoagulation was performed in salpingostomy area. Pathology test - on (B)(6) 2016: after hysterectomy and salpingectomy - conclusion on (B)(6) 2016: fragments of uterus with part of a device, essure fragments, myometrium with adenomyosis, advanced secretory endometrium and leiomyoma. Lot number: 645013, manufacturing date: 2009/05, and expiration date: 2012/05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-dec-2021: new information received: new lawyer and new adverse events/symptoms (serious abdominal pain, psychological problems, allergy and organ tearing). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis contact ("nickel allergy / cutaneous allergy to nickel"), salpingitis ("salpingitis with hydrosalpinx / bilateral hydrosalpinx"), hydrosalpinx ("salpingitis with hydrosalpinx / bilateral hydrosalpinx"), metrorrhagia ("hemorrhages/ hemorrhagic metropathy"), device breakage ("essure remains intramyometrial /essure broke up"), embedded device ("essure remains intramyometrial /essure broke up"), pelvic pain ("pelvic pain") and genital haemorrhage ("bleedings with clots") in a 36-year-old female patient who had essure (batch no. 645013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic headaches and analgesic abuse. On (B)(6)2011, the patient had essure inserted. On the same day, the patient experienced procedural pain ("pain during essure insertion"). In (B)(6)2015, the patient experienced discomfort ("discomfort") and depression ("depression / depressive disorder") with apathy, appetite disorder, palpitations, suffocation feeling, restlessness and depressed mood. On an unknown date, the patient experienced dermatitis contact (seriousness criteria medically significant and intervention required) with pruritus generalised, salpingitis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), metrorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), pain ("strong pain"), dysmenorrhoea ("unbearable menstruations due to pain"), genital haemorrhage (seriousness criterion medically significant), fatigue ("chronic tiredness"), nausea ("nausea"), pain in extremity ("leg pain"), diarrhoea ("continuous diarrhea"), abdominal discomfort ("abdominal discomfort"), myalgia ("generalized myalgia / pain in muscles"), fibromyalgia ("fibromyalgia"), reproductive tract disorder ("gynecological problems"), spinal osteoarthritis ("degenerative changes in facetary joints l5-s1") with back pain, mixed anxiety and depressive disorder ("mixed anxiety depressive disorder") with mood altered, insomnia and anxiety, arthralgia ("pain in joints"), asthenia ("asthenia"), osteoarthritis ("osteoarthritis syndrome"), haemorrhagic ovarian cyst ("hemorrhagic cyst of functional type in right ovary"), adenomyosis ("myometrium with adenomyosis"), leiomyoma ("leiomyoma") and complication of device removal ("essure remains intramyometrial /essure broke up"). The patient was treated with surgery (laparoscopy for salpingostomy, 1 cm of both horns and essure devices extracted in (B)(6)2015), surgery (subtotal hysterectomy - laparoscopy and bilateral salpingectomy in (B)(6)2016) and surgery (subtotal hysterectomy - laparoscopy and bilateral salpingectomy in (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the dermatitis contact, salpingitis, hydrosalpinx, metrorrhagia, device breakage, embedded device, pelvic pain, procedural pain, pain, dysmenorrhoea, genital haemorrhage, fatigue, nausea, pain in extremity, diarrhoea, abdominal discomfort, discomfort, myalgia, fibromyalgia, reproductive tract disorder, depression, spinal osteoarthritis, mixed anxiety and depressive disorder, arthralgia, asthenia, osteoarthritis, haemorrhagic ovarian cyst, adenomyosis, leiomyoma and complication of device removal outcome was unknown. The reporter considered abdominal discomfort, adenomyosis, arthralgia, asthenia, complication of device removal, depression, dermatitis contact, device breakage, diarrhoea, discomfort, dysmenorrhoea, embedded device, fatigue, fibromyalgia, genital haemorrhage, haemorrhagic ovarian cyst, hydrosalpinx, leiomyoma, metrorrhagia, mixed anxiety and depressive disorder, myalgia, nausea, osteoarthritis, pain, pain in extremity, pelvic pain, procedural pain, reproductive tract disorder, salpingitis and spinal osteoarthritis to be related to essure. The reporter commented: insertion details: lithotomy position. Both essures were placed in ostium of fallopian tubes with no incidences. Removal details: (B)(6)2015 laparoscopy for salpingostomy was performed 1 cm of both uterine horns and essure devices were extracted without complications. Posterior electrocoagulation was performed in salpingostomy area. (B)(6)2016 she underwent a new procedure to remove the piece of essure. Uterus and fallopian tubes were removed by subtotal hysterectomy ¿ laparoscopy and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6)2015: did not show significant findings; in (B)(6)2011: everything was fine allergy test - on an unknown date: positive for nickel hysteroscopy - on (B)(6)2011: normal endocervical canal on (B)(6)2016 biopsy was performed after the hysterectomy and salpingectomy and it was reported: fragments of uterus with part of a diu, myometrium with adenomyosis, advanced secretory endometrium and leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure remains intramyometrial/ organ tearing"), device breakage ("one essure broke up / travelling parts of the broken product inside the body"), dermatitis contact ("nickel allergy / cutaneous allergy to nickel"), abdominal pain ("serious abdominal pain") and salpingitis ("salpingitis with bilateral hydrosalpinx") in a 36 year-old female patient who had essure inserted (lot no. 645013) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("essure remains intramyometrial /essure broke up"). The patient had a medical history of astigmatism and hypermetropia in 2007 and night sweats, malaise, dysuria, breast neoplasm, anxiety, asthenia, anxiety, insomnia, generalised pruritus, salpingitis and parity 3. Previously administered products included: antidepressants and oral contraceptive nos. Concurrent conditions were listed as analgesic abuse and chronic headaches (due to abuse of analgesics). Concomitant products included citalopram and lexatin [bromazepam]. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced procedural pain ("pain during essure insertion"). In (B)(6) 2015 she experienced pelvic discomfort ("discomfort"). In (B)(6) 2015 she experienced device breakage (seriousness criterion intervention required). Essure was removed on (B)(6) 2016. An unknown time later she experienced embedded device (seriousness criterion intervention required), dermatitis contact (seriousness criterion intervention required), hypersensitivity ("allergy"), abdominal pain (seriousness criterion medically important), salpingitis (seriousness criterion intervention required), hydrosalpinx ("bilateral hydrosalpinx"), pelvic pain ("pelvic pain/ strong pain"), pruritus ("itching /general itching"), heavy menstrual bleeding ("period bleedings with clots"), intermenstrual bleeding ("hemorrhages/ hemorrhagic metropathy"), dysmenorrhoea ("unbearable menstruations due to pain"), abdominal discomfort ("abdominal discomfort"), a first episode of back pain ("lumbar pain"), a second episode of back pain ("lumbar pain"), adenomyosis ("myometrium with adenomyosis"), haemorrhagic ovarian cyst ("hemorrhagic cyst of functional type in right ovary"), fatigue ("chronic tiredness"), nausea ("nausea"), pain in extremity ("leg pain"), diarrhoea ("continuous diarrhea"), insomnia ("insomnia"), apathy ("apathy /lack of illusion and motivation"), appetite disorder ("appetite varied in function with her mood"), palpitations ("palpitations"), suffocation feeling ("suffocation sensation"), restlessness ("restlessness/sensation of ¿have been hit in the morning/ bad night rest"), myalgia ("generalized myalgia / pain in muscles"), fibromyalgia ("fibromyalgia"), arthralgia ("pain in joints"), spinal osteoarthritis ("degenerative changes in facetary joints l5-s1"), asthenia ("asthenia"), osteoarthritis ("osteoarthritis syndrome"), mixed anxiety and depressive disorder ("mixed anxiety depressive disorder"), anxiety ("anxiety"), depression ("depression / depressive disorder"), depressed mood ("felt down"), mood altered ("constant mood changes"), mood swings ("constant mood swings"), mental disorder ("psychological problems"), allergy to metals ("allergy to nickel"), headache ("headaches") and neck pain ("cervical pain"), was found to have leiomyoma ("leiomyoma") and attempted suicide ("suicide attempt"). The patient was treated with cymbalta (duloxetine hydrochloride), orfidal (lorazepam), pazital (paracetamol;tramadol hydrochloride), arcoxia (etoricoxib) and omeprazole as well as surgery (subtotal hysterectomy - laparoscopy and bilateral salpingectomy on (B)(6) 2016 and laparoscopy for salpingostomy, 1 cm of both horns and essure devices extracted on (B)(6) 2015). At the time of the report, the embedded device, device breakage, dermatitis contact, salpingitis, pelvic pain, heavy menstrual bleeding, intermenstrual bleeding, dysmenorrhoea, abdominal discomfort, pelvic discomfort, adenomyosis, leiomyoma, fatigue, nausea, pain in extremity, diarrhoea, myalgia, fibromyalgia, arthralgia, asthenia, osteoarthritis and mixed anxiety and depressive disorder were resolving and the procedural pain had resolved. The outcomes for abdominal pain, haemorrhagic ovarian cyst and spinal osteoarthritis were unknown. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, allergy to metals, anxiety, apathy, appetite disorder, arthralgia, asthenia, the second episode of back pain, the first episode of back pain, depressed mood, depression, dermatitis contact, device breakage, diarrhoea, dysmenorrhoea, embedded device, fatigue, fibromyalgia, haemorrhagic ovarian cyst, headache, heavy menstrual bleeding, hydrosalpinx, hypersensitivity, insomnia, intermenstrual bleeding, leiomyoma, mental disorder, mixed anxiety and depressive disorder, mood altered, mood swings, myalgia, nausea, neck pain, osteoarthritis, pain in extremity, palpitations, pelvic discomfort, pelvic pain, procedural pain, pruritus, restlessness, salpingitis, spinal osteoarthritis, suffocation feeling and suicide attempt to be related to essure administration. The reporter commented: both essures were placed in ostium of fallopian tubes with no incidences. Consumer reported on (B)(6) 2017: I visited a neurologist, a rheumatologist, a gynaecologist, and a psychiatrist until one day all my symptoms were attributed to the essure and they told me that there were many women going through the same. Essure was removed under anaesthesia on (B)(6) 2015. I was feeling very poorly but after a short time I started to feel better. When I got my first period after the surgery, I knew that fragments or remains of the essure were still left because I continued to experience heavy bleeding. A test confirmed that I still had fragments of the essure in me. This means that one of the essures was broken. On (B)(6) 2016 I underwent surgery so that the surgeons could remove the pieces of the essure that were still inside my body. They removed my uterus and my fallopian tubes. Today, I am very happy that I underwent surgery, and I am feeling much better. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] in (B)(6) 2011: everything was fine 3 months after insertion; on (B)(6) 2015: did not show significant findings [allergy test] in 2015: positive for nickel [hysteroscopy] on (B)(6) 2011: insertion details: lithotomy position. Normal endocervical canal. Both essures were placed in ostium of fallopian tubes with no incidences [laparoscopy] on (B)(6) 2015: 1 cm of both uterine horns and essure devices were extracted without complications. Posterior electrocoagulation was performed in salpingostomy area [pathology test] on (B)(6) 2016: after hysterectomy and salpingectomy - conclusion on (B)(6) 2016: fragments of uterus with part of a device, essure fragments, myometrium with adenomyosis, advanced secretory endometrium and leiomyoma very irregular uterine fragments that comprise a sample of 9 x 5 x 5 cm. Endometrium thickness: about 3 mm. Myometrium has a 3 mm fibromatous nodule. A fragment of the uterine fundus contains a metal coil. The same bottle contains two uterine horns of 5 cm in length each fragments of an intrauterine device (iud) inside the uterus, advanced secretory endometrium and myometrium with adenomyosis and a small leiomyoma. Normal uterine horns [ultrasound scan] (date unknown): the right ovary shows a 33 mm hypoechoic image suggesting a functional haemorrhagic cyst. Lot number: 645013, manufacturing date: 2009/05, and expiration date: 2012/05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-mar-2023: event headache, suicide attempt, neck pain & allergy to metal added. Medical history added. Concomitant & treatment drug added. Lab data updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis contact ('nickel allergy / cutaneous allergy to nickel'), salpingitis ('salpingitis with hydrosalpinx / bilateral hydrosalpinx'), hydrosalpinx ('salpingitis with hydrosalpinx / bilateral hydrosalpinx'), metrorrhagia ('hemorrhages/ hemorrhagic metropathy'), device breakage ('essure remains intramyometrial /essure broke up') and embedded device ('essure remains intramyometrial /essure broke up') in a 36-year-old female patient who had essure (batch no. 645013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic headaches and analgesic abuse. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("pain during essure insertion"). In (B)(6) 2015, the patient experienced discomfort ("discomfort") and depression ("depression / depressive disorder") with apathy, appetite disorder, palpitations, suffocation feeling, restlessness and depressed mood. On an unknown date, the patient experienced dermatitis contact (seriousness criteria medically significant and intervention required) with pruritus, salpingitis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), metrorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), pelvic pain ("pelvic pain"), pain ("strong pain"), dysmenorrhoea ("unbearable menstruations due to pain"), genital haemorrhage ("bleedings with clots"), fatigue ("chronic tiredness"), nausea ("nausea"), pain in extremity ("leg pain"), diarrhoea ("continuous diarrhea"), abdominal discomfort ("abdominal discomfort"), myalgia ("generalized myalgia / pain in muscles"), fibromyalgia ("fibromyalgia"), reproductive tract disorder ("gynecological problems"), spinal osteoarthritis ("degenerative changes in facetary joints l5-s1") with back pain, mixed anxiety and depressive disorder ("mixed anxiety depressive disorder") with mood altered, insomnia and anxiety, arthralgia ("pain in joints"), asthenia ("asthenia"), osteoarthritis ("osteoarthritis syndrome"), haemorrhagic ovarian cyst ("hemorrhagic cyst of functional type in right ovary"), adenomyosis ("myometrium with adenomyosis") and complication of device removal ("essure remains intramyometrial /essure broke up") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (laparoscopy for salpingostomy, 1 cm of both horns and essure devices extracted in (B)(6) 2015 and subtotal hysterectomy - laparoscopy and bilateral salpingectomy in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the dermatitis contact, salpingitis, hydrosalpinx, metrorrhagia, device breakage, embedded device, pelvic pain, procedural pain, pain, dysmenorrhoea, genital haemorrhage, fatigue, nausea, pain in extremity, diarrhoea, abdominal discomfort, discomfort, myalgia, fibromyalgia, reproductive tract disorder, depression, spinal osteoarthritis, mixed anxiety and depressive disorder, arthralgia, asthenia, osteoarthritis, haemorrhagic ovarian cyst, adenomyosis, leiomyoma and complication of device removal outcome was unknown. The reporter considered abdominal discomfort, adenomyosis, arthralgia, asthenia, complication of device removal, depression, dermatitis contact, device breakage, diarrhoea, discomfort, dysmenorrhoea, embedded device, fatigue, fibromyalgia, genital haemorrhage, haemorrhagic ovarian cyst, hydrosalpinx, leiomyoma, metrorrhagia, mixed anxiety and depressive disorder, myalgia, nausea, osteoarthritis, pain, pain in extremity, pelvic pain, procedural pain, reproductive tract disorder, salpingitis and spinal osteoarthritis to be related to essure. The reporter commented: insertion details: lithotomy position. Both essures were placed in ostium of fallopian tubes with no incidences. Removal details: (B)(6) 2015 laparoscopy for salpingostomy was performed 1 cm of both uterine horns and essure devices were extracted without complications. Posterior electrocoagulation was performed in salpingostomy area. (B)(6) 2016 she underwent a new procedure to remove the piece of essure. Uterus and "fallopian" tubes were removed by subtotal hysterectomy - laparoscopy and bilateral salpingectomy. A lawyer with a summary case report (including this patient's events) requested a compensation for every patient for damages (chronic pelvic pain, abnormal uterine bleedings, dyspareunia (pain during sexual intercourse); important fluid retention in abdomen, chronic systemic reactions or immune responses to metal to the pet fibers imitating the symptoms and signs of rash; lupus, dementia, rheumatoid arthritis, syndrome of chronic fatigue; syndrome of sjogren and loss of sexual desire; hair loss, failure of device (correct implantation), leading to ectopic pregnancies, delivery with dead baby, induced abortions, early rupture of membranes, early delivery and fetal deaths; migration or expulsion of device, cavities, rupture of dental pieces, loos of teeth, endometriosis). Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2011: results: everything was fine; on (B)(6) 2015: results: did not show significant findings. Allergy test - on an unknown date: results: positive for nickel. Biopsy uterus - on (B)(6) 2016: biopsy was performed after the hysterectomy and salpingectomy and it was reported: fragments of uterus with part of a diu, myometrium with adenomyosis, advanced secretory endometrium and leiomyoma. Hysteroscopy - on (B)(6) 2011: results: normal endocervical canal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: case (B)(4) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - no new clinical information. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis contact ('nickel allergy / cutaneous allergy to nickel'), salpingitis ('salpingitis with hydrosalpinx / bilateral hydrosalpinx'), hydrosalpinx ('salpingitis with hydrosalpinx / bilateral hydrosalpinx'), metrorrhagia ('hemorrhages/ hemorrhagic metropathy'), device breakage ('essure remains intramyometrial /essure broke up') and embedded device ('essure remains intramyometrial /essure broke up') in a 36-year-old female patient who had essure (batch no. 645013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic headaches and analgesic abuse. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("pain during essure insertion"). In (B)(6) 2015, the patient experienced discomfort ("discomfort") and depression ("depression / depressive disorder") with apathy, appetite disorder, palpitations, suffocation feeling, restlessness and depressed mood. On an unknown date, the patient experienced dermatitis contact (seriousness criteria medically significant and intervention required) with pruritus, salpingitis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), metrorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), pelvic pain ("pelvic pain"), pain ("strong pain"), dysmenorrhoea ("unbearable menstruations due to pain"), genital haemorrhage ("bleedings with clots"), fatigue ("chronic tiredness"), nausea ("nausea"), pain in extremity ("leg pain"), diarrhoea ("continuous diarrhea"), abdominal discomfort ("abdominal discomfort"), myalgia ("generalized myalgia / pain in muscles"), fibromyalgia ("fibromyalgia"), reproductive tract disorder ("gynecological problems"), spinal osteoarthritis ("degenerative changes in facetary joints l5-s1") with back pain, mixed anxiety and depressive disorder ("mixed anxiety depressive disorder") with mood altered, insomnia and anxiety, arthralgia ("pain in joints"), asthenia ("asthenia"), osteoarthritis ("osteoarthritis syndrome"), haemorrhagic ovarian cyst ("hemorrhagic cyst of functional type in right ovary"), adenomyosis ("myometrium with adenomyosis") and complication of device removal ("essure remains intramyometrial /essure broke up") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (laparoscopy for salpingostomy, 1 cm of both horns and essure devices extracted in (B)(6) 2015 and subtotal hysterectomy - laparoscopy and bilateral salpingectomy in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the dermatitis contact, salpingitis, hydrosalpinx, metrorrhagia, device breakage, embedded device, pelvic pain, procedural pain, pain, dysmenorrhoea, genital haemorrhage, fatigue, nausea, pain in extremity, diarrhoea, abdominal discomfort, discomfort, myalgia, fibromyalgia, reproductive tract disorder, depression, spinal osteoarthritis, mixed anxiety and depressive disorder, arthralgia, asthenia, osteoarthritis, haemorrhagic ovarian cyst, adenomyosis, leiomyoma and complication of device removal outcome was unknown. The reporter considered abdominal discomfort, adenomyosis, arthralgia, asthenia, complication of device removal, depression, dermatitis contact, device breakage, diarrhoea, discomfort, dysmenorrhoea, embedded device, fatigue, fibromyalgia, genital haemorrhage, haemorrhagic ovarian cyst, hydrosalpinx, leiomyoma, metrorrhagia, mixed anxiety and depressive disorder, myalgia, nausea, osteoarthritis, pain, pain in extremity, pelvic pain, procedural pain, reproductive tract disorder, salpingitis and spinal osteoarthritis to be related to essure. The reporter commented: insertion details: lithotomy position. Both essures were placed in ostium of fallopian tubes with no incidences. Removal details: (B)(6) 2015 laparoscopy for salpingostomy was performed 1 cm of both uterine horns and essure devices were extracted without complications. Posterior electrocoagulation was performed in salpingostomy area. (B)(6) 2016 she underwent a new procedure to remove the piece of essure. Uterus and falopian tubes were removed by subtotal hysterectomy - laparoscopy and bilateral salpingectomy. A lawyer with a summary case report (including this patient's events) requested a compensation for every patient for damages (chronic pelvic pain, abnormal uterine bleedings, dyspareunia (pain during sexual intercourse); important fluid retention in abdomen, chronic systemic reactions or immune responses to metal to the pet fibers imitating the symptoms and signs of rash; lupus, dementia, rheumatoid arthritis, syndrome of chronic fatigue; syndrome of sjogren and loss of sexual desire; hair loss, failure of device (correct implantation), leading to ectopic pregnancies, delivery with dead baby, induced abortions, early rupture of membranes, early delivery and fetal deaths; migration or expulsion of device, cavities, rupture of dental pieces, loos of teeth, endometriosis) diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2011: results: everything was fine; on (B)(6) 2015: results: did not show significant findings. Allergy test - on an unknown date: results: positive for nickel. Biopsy uterus - on (B)(6) 2016: biopsy was performed after the hysterectomy and salpingectomy and it was reported: fragments of uterus with part of a diu, myometrium with adenomyosis, advanced secretory endometrium and leiomyoma. Hysteroscopy - on (B)(6) 2011: results: normal endocervical canal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: case (B)(4) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - no new clinical information. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure remains intramyometrial/ organ tearing"), device breakage ("one essure broke up / travelling parts of the broken product inside the body"), dermatitis contact ("nickel allergy / cutaneous allergy to nickel"), abdominal pain ("serious abdominal pain") and salpingitis ("salpingitis with bilateral hydrosalpinx") in a 36 year-old female patient who had essure inserted (lot no. 645013) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("essure remains intramyometrial /essure broke up"). The patient had a medical history of astigmatism and hypermetropia in 2007 and night sweats, malaise, dysuria, breast neoplasm female, anxiety, asthenia, anxiety, insomnia, generalised pruritus, salpingitis and parity 3. Previously administered products included: antidepressants and oral contraceptive nos. Concurrent conditions were listed as analgesic abuse and chronic headaches (due to abuse of analgesics). Concomitant products included citalopram and lexatin [bromazepam]. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced procedural pain ("pain during essure insertion"). In (B)(6) 2015 she experienced pelvic discomfort ("discomfort"). In (B)(6) 2015 she experienced device breakage (seriousness criterion intervention required). Essure was removed on (B)(6) 2016. On unknown date she experienced embedded device (seriousness criterion intervention required), dermatitis contact (seriousness criterion intervention required), abdominal pain (seriousness criterion medically important), salpingitis (seriousness criterion intervention required), hypersensitivity ("allergy"), hydrosalpinx ("bilateral hydrosalpinx"), pelvic pain ("pelvic pain/ strong pain"), pruritus ("itching /general itching"), heavy menstrual bleeding ("period bleedings with clots"), intermenstrual bleeding ("hemorrhages/ hemorrhagic metropathy"), dysmenorrhoea ("unbearable menstruations due to pain"), abdominal discomfort ("abdominal discomfort"), a first episode of back pain ("lumbar pain"), a second episode of back pain ("lumbar pain"), adenomyosis ("myometrium with adenomyosis"), haemorrhagic ovarian cyst ("hemorrhagic cyst of functional type in right ovary"), fatigue ("chronic tiredness"), nausea ("nausea"), pain in extremity ("leg pain"), diarrhoea ("continuous diarrhea"), insomnia ("insomnia"), apathy ("apathy /lack of illusion and motivation"), appetite disorder ("appetite varied in function with her mood"), palpitations ("palpitations"), suffocation feeling ("suffocation sensation"), restlessness ("restlessness/sensation of ¿have been hit in the morning/ bad night rest"), myalgia ("generalized myalgia / pain in muscles"), fibromyalgia ("fibromyalgia"), arthralgia ("pain in joints"), spinal osteoarthritis ("degenerative changes in facetary joints l5-s1"), asthenia ("asthenia"), osteoarthritis ("osteoarthritis syndrome"), mixed anxiety and depressive disorder ("mixed anxiety depressive disorder"), anxiety ("anxiety"), depression ("depression / depressive disorder"), depressed mood ("felt down"), mood altered ("constant mood changes"), mood swings ("constant mood swings"), mental disorder ("psychological problems"), allergy to metals ("allergy to nickel"), headache ("headaches") and neck pain ("cervical pain"), was found to have leiomyoma ("leiomyoma") and attempted suicide ("suicide attempt"). The patient was treated with cymbalta (duloxetine hydrochloride), orfidal (lorazepam), pazital (paracetamol;tramadol hydrochloride), arcoxia (etoricoxib) and omeprazole as well as surgery (subtotal hysterectomy - laparoscopy and bilateral salpingectomy on (B)(6) 2016 and laparoscopy for salpingostomy, 1 cm of both horns and essure devices extracted on (B)(6) 2015). At the time of the report, the embedded device, device breakage, dermatitis contact, salpingitis, pelvic pain, heavy menstrual bleeding, intermenstrual bleeding, dysmenorrhoea, abdominal discomfort, pelvic discomfort, adenomyosis, leiomyoma, fatigue, nausea, pain in extremity, diarrhoea, myalgia, fibromyalgia, arthralgia, asthenia, osteoarthritis and mixed anxiety and depressive disorder were resolving and the procedural pain had resolved. The outcomes for abdominal pain, haemorrhagic ovarian cyst and spinal osteoarthritis were unknown. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, allergy to metals, anxiety, apathy, appetite disorder, arthralgia, asthenia, the second episode of back pain, the first episode of back pain, depressed mood, depression, dermatitis contact, device breakage, diarrhoea, dysmenorrhoea, embedded device, fatigue, fibromyalgia, haemorrhagic ovarian cyst, headache, heavy menstrual bleeding, hydrosalpinx, hypersensitivity, insomnia, intermenstrual bleeding, leiomyoma, mental disorder, mixed anxiety and depressive disorder, mood altered, mood swings, myalgia, nausea, neck pain, osteoarthritis, pain in extremity, palpitations, pelvic discomfort, pelvic pain, procedural pain, pruritus, restlessness, salpingitis, spinal osteoarthritis, suffocation feeling and suicide attempt to be related to essure administration. The reporter commented: both essures were placed in ostium of fallopian tubes with no incidences. Contradictory removal date: essure was removed under anesthesia on (B)(6) 2015. On (B)(6) 2016 I underwent surgery (laparoscopy subtotal hysterectomy + bilateral salpingectomy) o that the surgeons could remove the pieces of the essure that were still inside my body. Consumer reported on (B)(6) 2017: I visited a neurologist, a rheumatologist, a gynaecologist, and a psychiatrist until one day all my symptoms were attributed to the essure and they told me that there were many women going through the same. Essure was removed under anaesthesia on (B)(6) 2015. I was feeling very poorly but after a short time I started to feel better. When I got my first period after the surgery, I knew that fragments or remains of the essure were still left because I continued to experience heavy bleeding. A test confirmed that I still had fragments of the essure in me. This means that one of the essures was broken. On (B)(6) 2016 I underwent surgery so that the surgeons could remove the pieces of the essure that were still inside my body. They removed my uterus and my fallopian tubes. Today, I am very happy that I underwent surgery, and I am feeling much better. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] in (B)(6) 2011: everything was fine 3 months after insertion; on (B)(6) 2015: did not show significant findings [allergy test] in 2015: positive for nickel [hysteroscopy] on (B)(6) 2011: insertion details: lithotomy position. Normal endocervical canal. Both essures were placed in ostium of fallopian tubes with no incidences [laparoscopy] on (B)(6) 2015: 1 cm of both uterine horns and essure devices were extracted without complications. Posterior electrocoagulation was performed in salpingostomy area [pathology test] on (B)(6) 2016: after hysterectomy and salpingectomy - conclusion on (B)(6) 2016: fragments of uterus with part of a device, essure fragments, myometrium with adenomyosis, advanced secretory endometrium and leiomyoma very irregular uterine fragments that comprise a sample of 9 x 5 x 5 cm. Endometrium thickness: about 3 mm. Myometrium has a 3 mm fibromatous nodule. A fragment of the uterine fundus contains a metal coil. The same bottle contains two uterine horns of 5 cm in length each fragments of an intrauterine device (iud) inside the uterus, advanced secretory endometrium and myometrium with adenomyosis and a small leiomyoma. Normal uterine horns [ultrasound scan] (date unknown): the right ovary shows a 33 mm hypoechoic image suggesting a functional haemorrhagic cyst lot number:645013 manufacturing date:2009/05 expiration date:2012/05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jun-2024: upon internal verification it was found to be argus cases (B)(4) are duplicate of each other. Therefore argus case (B)(4) needs to nullified from argus database. All source documents, references, reporters are transferred to retention case. (Legacy device number 2951250-2024-00411 ). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.